Manufacturer narrative:
No information on the repair of the bed is available at this time.

Event description:
Account alleged that the foot left brake caster weld is broke on the caster tube and the brake caster is bent over. No report of injury.